Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the clinical sales representative (csr) noted that the pk dissecting forceps instrument had a broken cable. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed. On (B)(4) 2013, the csr noted that the pk dissecting forceps instrument was not retained by the customer and will not be returned to intuitive surgical inc. (Isi).